Manufacturer narrative:
The implant was not returned for eval. The possibility of a thr after the implantion of an on rod due to progress of the pt's condition is specifically stated in the implant's indication for use.

Event description:
It was reported that the pt's hip was revised on (B)(6) 2011, due to the collapse of the femoral head. The device was implanted in 2006 to help address necrosis of the femoral head.